Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the hdh05 tip fell off the instrument at the very end of the case. The metal hook part of the tip flipped off from the shaft of the instrument and out off the operative field view. The surgical drape was searched to retrieve the metal tip and was unsuccessful. An intraoperative x-ray revealed the location of the tip, it was then successfully retrieved and removed from the pt. This all happened at the very end of the gallbladder removal from the liver bed, so no new instrument was opened to complete the case. 05/18/1999 contacted md. He stated that during the surgery he did not remember using any excessive force on the instrument. He looked at the instrument toward the end of the case and noticed that there "was nothing at the end of the probe," and that there seemed to be a "fracture of the metal." The md stated that surgery time was extended approximately 20 minutes. The md stated that he has since used the same device from a different batch, and has had no problem.